Event description:
A malfunction alarm was reported by the customer, but there was no adverse impact on the customer's blood glucose level. The customer had not reset the pump within the last 24 hours, prompting technical support to assist in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised the customer to report back if the issue recurred, and the customer acknowledged the instructions.